Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The irregular texture and resistance with the guiding catheter were unable to be confirmed. The failure to advance and difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a concentric lesion in the left anterior descending artery with no tortuosity. During advancement of the balance middleweight (bmw) universal ii guide wire, resistance was noted when the device entered the anatomy, and attempted to cross a previously placed stent. The guide wire was removed; however, resistance was noted with the artery and with the guiding catheter. A pilot 50 guide wire was used to complete the procedure. The physician commented that it felt as if there were no coating on the guide wire. It was noted that the guide wire was soaked and wiped with saline solution before use in the anatomy. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with additional relevant information.